Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the monitor does not turn on. The philips remote service engineer (rse) checked the system remotely and has sent quote for evaluation and repair service to customer. Customer did not approve the quote and was cancelled. No service has been performed by philips. To date, no further information was received.

Event description:
It was reported to philips that the room monitor did not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.